Event description:
Ous MDR - coronary 2-vessel disease, ptca and stent implantation (des cypher 2.25/18) of a high-degree rms (rcx) stenosis with 14 bar without re-stenosis. The used guide wire fractured distally during the intervention. The fractured piece of the guide wire remains in a far peripheral rms branch. No consequences for the patient.

Manufacturer narrative:
Ous MDR - the lesion to be treated was a high-degree stenosis in the middle area of the cx with a length of 18 mm, a vessel diameter of 2 mm, and a stenosis degree of 90%. The galeo guide wire could be led through the stenosis without any difficulties worth mentioning, as reported by the clinic. The wire tip was placed in the periphery of the affected branch. According to the statement of the physician, a lot of movement could be seen in this area of the artery. The returned instrument underwent a detailed technical analysis. In addition, the associated manufacturing documentation was examined to find out whether a deviation in the manufacturing process might be the cause. The fracture site of the guide wire is located about 28 mm distal to the tip. The tip itself remained in the patient and could not be studied. The analysis of the fracture site shows that the wire tip must have been under permanent stress at an angle of 180 degrees and a bending radius of less than 0.5 mm. The check of the manufacturing documents did not show any deviations in the manufacturing process. The product was manufactured according to specifications and met all requirements of the in-process and final testing. The fracture of the wire tip is most likely due to a superposed tensile/bending load. A material and/or manufacturing-related cause can be ruled out.